Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: sedrl1 implantable pulse generator (B)(6) 2007; 407458 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that right atrial (ra) lead triggered a warning for low impedance counts. The unipolar impedance measured higher than bipolar impedance and noise was noted. The lead was reprogrammed back to bipolar and the lead remains in use with frequent follow-up. No patient complications have been reported as a result of this event.